Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman pfo occluder was chosen for a patent foramen ovale (pfo) closure using a 9f amplatzer talisman delivery sheath. During procedure, right atrial (ra) disc remained inflated and could not be re-shaped, had a bulbous deformation. At the same time, left atrial (la) disc was directly making contact with arterial wall ao (aorta). The deformed occluder was retrieved outside the patient prior to release from the delivery cable inside the patient. There was report of interaction with cardiac structures during deployment. There was no report of any angulation/kink noticed with the delivery system. The device was replaced with a new 30-25mm amplatzer talisman pfo occluder, and the procedure was completed as no remaining shunt using the same delivery system

Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported device deformity could not be conclusively determined. Per the information available abbott cannot further speculate on why the reported event occurred. There is no indication of a product quality issue with regards to manufacture, design, or labeling.